Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not able to recover. A field service engineer replaced controller board on drawer 5 to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer 5 was not able to recover. The customer stated that there was able to pull the medication from another unit and there was no delay in dispensing workflow. There were no adverse events or injuries reported based on this event.